Event description:
It was reported that there was a "cassette not attached properly". There was no reported patient involvement.,

Manufacturer narrative:
Received one device. Visual inspection found no damage. When cassette was attacked alarm came on. Replaced downstream occlusion sensor (dso) and seal. Preformed downstream occlusion test again unit passed test with a pressure of 23.68. Upon further investigation units motor odometer is near the 6 million mark. Replaced motor and reset odometer to zero. Unit also had an error code of 45541 stating latch lock malfunction. Replaced latch lock flex sensor. Erased error code. Error code did not come back. Calibrated sensors and updated software to the latest version and reset to standard configuration. Preformed performance verification tests (pvt) unit passed all test criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.